Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl - right hip; reasons for revision: component loosening (stem), alval / soft tissue reaction and raised metal ions.